Event description:
It was reported during implant procedure that there appeared to be noise when trying to test the atrial lead through the analyzer. The lead failed to produce any sensing, impedance, or capture measurements. Upon attaching to the generator, lead testing was able to be completed, and measurements were normal. The lead was left implanted. There were no patient consequences.